Event description:
The surgeon reported that an exeter stem had snapped at the trunnion. He added that the initial implantation took place in (B)(6) 2006, the revision on the (B)(6) 2011.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.